Manufacturer narrative:
The dilator was returned inserted in the faradrive sheath and was removed to proceed with further analysis. An attempt to evaluate the sheath for functionality by rotating the steering knob, to engage deflection was unsuccessful as the knob could not be rotated. This finding indicates the friction gasket may be adhered to the shaft of the sheath. Inspection of the dilator tip noted that the tip was damaged. The dilator was re-inserted into the sheath to replicate the condition of the allegation. Deionized water was injected through the proximal end of the dilator to evaluate if there was an occlusion within the dilator, resulting in a successful flush with no complications. This finding indicates that the dilator was damaged but not occluded as the complaint alleged. The device was dissected and confirmed the friction gasket to be adhered to the shaft of the sheath and the screw, restricting the knob to rotate when it is engaged to the screw.

Event description:
Reportable based on analysis complete on 11sep2024. It was reported that the dilator could not be flushed. During preparation for an ablation procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. While attempting to flush, it was noted that the dilator tip was not open; it could not be flushed. The sheath was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned for analysis. However, analysis of the returned complaint device revealed that the dilator tip was damaged.

Event description:
Reportable based on analysis complete on 11sep2024. It was reported that the dilator could not be flushed. During preparation for an ablation procedure to treat paroxysmal atrial fibrillation (paf), a faradrive steerable sheath was selected for use. While attempting to flush, it was noted that the dilator tip was not open; it could not be flushed. The sheath was replaced, and the procedure was completed successfully without patient complications. However, analysis of the returned complaint device revealed that the dilator tip was damaged.

Manufacturer narrative:
Device evaluated by MFR: the dilator was returned inserted in the faradrive sheath and was removed to proceed with further analysis. An attempt to evaluate the sheath for functionality by rotating the steering knob, to engage deflection was unsuccessful as the knob could not be rotated. This finding indicates the friction gasket may be adhered to the shaft of the sheath. Inspection of the dilator tip noted that the tip was damaged. The dilator was re-inserted into the sheath to replicate the condition of the allegation. Deionized water was injected through the proximal end of the dilator to evaluate if there was an occlusion within the dilator, resulting in a successful flush with no complications. This finding indicates that the dilator was damaged but not occluded as the complaint alleged. The device was dissected and confirmed the friction gasket to be adhered to the shaft of the sheath and the screw, restricting the knob to rotate when it is engaged to the screw. Additionally, inspection of the inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner rim of the shaft.